Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the first surgical intervention. Block d4, h4: the provided lot number is unreadable; therefore, the device manufacture and expiration dates cannot be determined. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: surgeon: (B)(6). Assistant:(B)(6). Revision surgery surgeon: (B)(6). Block h6: imdrf patient codes e2006 and e2330 capture the reportable events of mesh palpable in the vagina and pain. Imdrf impact code f1905 captures the reportable events of two revision surgeries.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a tvt (tension-free vaginal tape) placement + posterior colporrhaphy + cystoscopy procedure performed on (B)(6) 2022, for the treatment of rectocele and stress urinary incontinence. Findings showed a rectocele and an uncomplicated colporrhaphy was performed. The sling was placed in the urethra without difficulty. Cystoscopy was performed following procedure and showed an intact bladder with no evidence of injury. Ureteral jets were noted bilaterally. The procedure was completed with no complications. The patient was then transferred to the recovery room in stable condition. On (B)(6) 2022, the patient had a revision surgery of tvt sling. Findings showed a 1.5cm area of mesh palpable in the vagina. Otherwise, the tvt was in correct position. During the operation, the vaginal wall underlying the visible mesh was opened with a scalpel and lightly dissected to make room for the mesh. The physician ensured that the open skin extended from the right side of the incision to the left side. A 2-0 vicryl suture was then used to close the vaginal wall over the tvt mesh. There was no mesh palpable at the completion of the procedure. The patient was transferred to pacu (post-anesthesia care unit) without difficulty. On (B)(6) 2022, the patient underwent another procedure for the removal of surgical mesh. During the surgery, the sutures from the previous repair were fully removed. Tension was placed on the mesh and as much as possible was excised as it went up into the left inguinal area. The mesh was pulled the opposite direction as it went towards the patient's right side. It was then dissected and then removed up to the point where it entered the right inguinal area. A total of approximately 4cm of mesh tape was removed. The vagina was intact and normal after removal and small incision closed. The procedure was completed with no complications. The patient was transferred to pacu without difficulty.